Event description:
A caller reported experiencing a cgm error 42 with their g7 sensor. After consulting with technical support, they were guided through a process to reset the pump, which resolved the issue. Following the reset, the pump no longer displayed the cgm error code, and the caller successfully started a new sensor session. There was no reported impact to the customer¿s blood glucose level.